Manufacturer narrative:
Correction/removal numbers: 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient allegedly had his ipg explanted. The replacement ipg is supposed to be implanted on a later date.

Event description:
It was reported the patient has not recharged his ipg as recommended. An sjm representative met with the patient for troubleshooting but the external devices were unable to communicate with the ipg due to it being inoperable. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient was finally implanted with a replacement ipg. The patient's issue is now resolved.